Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after 43.9 months for end of life (eol). The device had properly emitted tones for elective replacement indicator (eri), it was just explanted at eol.